Event description:
Boston scientific received information that during the explant for normal battery depletion (nbd) of this cardiac resynchronization therapy defibrillator (crt-d) the left ventricular setscrews were stuck. Troubleshooting was discussed with technical services. It was reported that an orange torque wrench, a white screwdriver, and mineral oil were used and all were unsuccessful. It was reported that a bone cutter might be used. It was later reported that the header needed to be cut off in order to release the left ventricular (lv) lead. The lv lead was tested post removal and had normal function and remains in-service with the new device. No adverse patient effects were reported.

Manufacturer narrative:
A return request was made for this product. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a detailed analysis was performed. Analysis found that the device header damage was confirmed and was induced at time of explant. Analysis could not confirm any anomalies or failures with any of the setscrews that were returned with the device other than the slight rounding and stripping of the upper half of the internal hex slot of the left ventricular (lv) tip setscrew, which was also induced. The retainer washers on both the lv tip and ring setscrews were vulcanised up indicating excessive torque in the loosened/up position. Analysis found that this issue was induced in the field.